Event description:
Customer reports on (B)(6) 2014; the surgeon noted the knob of the offset cup impactor was loose and the pin which maintains the knob on to the rotating shaft was missing after surgeon had completed the placement of the cup during a total hip arthroplasty (tha) procedure. Pt age and gender are unk. The facility was unable to locate the missing pin in the surgical area. An x-ray of the pt was performed and the pin was not observed in the pt. The facility is uncertain that the pin was actually left in the pt was they were unable to locate it.

Manufacturer narrative:
It has been communicated by depuy synthese, that the device will be returned to (B)(4) for evaluation. The device is currently in transit. Once (B)(4) receives the device an investigation will be performed and a supplemental medwatch 3500a form will be submitted.